Event description:
Reportedly, the electrode lead is exposed and channels 11 and 12 have been disabled. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode lead into the external ear canal. The medical history of the recipient might have contributed to the reported issue. The problems described in the recipient report seem to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the electrode lead is exposed and channels 11 and 12 have been disabled. Re-implantation is scheduled for (B)(6) 2021.